Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a blood glucose level (bg) of 42 mg/dl; cause was unknown. Customer consumed carbohydrates to address the low bg. Tandem technical support recommended that customer discuss diabetes management with their health care provider.